Event description:
I got my first set of implants around 2000. My left implant developed a leak about 2 years later. I had to go and get new sets. Six months later I developed psoriasis. Two years later I was diagnosed with psoriatic arthritis, then came pain in my left shoulder/back and pain in my neck. I suffer every day with sharp pains in my breast and pain in my body, inflammation all in my joints, muscles are weak and it is hard to live a health everyday life. I have chronic pain everyday with simple everyday life, even working. My rheumatologist says I would benefit for them to be removed. I currently have to take humera every 2 weeks for joint pain and psoriasis, an iron pill, anxiety meds, pain meds, ibuprofen. I would like to have my implants removed but right now my insurance will not cover it.